Event description:
Reportedly, during a pacemaker replacement procedure, ventricular pacing inhibition lasted for between 30 and 60 seconds after discontinuation of the use of electrocautery. The subject device will be returned for analysis.

Event description:
Reportedly, during a pacemaker replacement procedure, ventricular pacing inhibition lasted for between 30 and 60 seconds after discontinuation of the use of electrocautery. The subject device will be returned for analysis.